Event description:
It was reported when using the pyxis medstation es system, the cubies do not pop out. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that cable require reset. A field service engineer, reseated row board cable at drawer controller end to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.